Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: mesh was sewn in place and as they were closing, the patient coughed, and the bowel came through the mesh as if it were cut. Reinforced with a competitors product.